Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+), into the temples (off label use of device). Radiesse (+) was diluted with 5 ml of lidocaine (product preparation issue). A 25g cannula was used for the injection. After the radiesse (+) injection, the patient experienced a possible occlusion. She had pain and blanched mottled skin in the area that was injected. After an hour, the patient's perfusion improved greatly, with improvement in pain. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 30-oct-2024: radiesse (+) was diluted with 5 ml of normal saline (reported as ns). Approximately 0.75 ml of radiesse (+) and 2.5 ml of ns were injected into the bilateral temples. The patient's perfusion greatly improved with improvement in pain. The outcome of event remained unchanged.